Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen had scratches and had rainbow effect on the screen. The customer also reported that the insulin pump had an unexplained or random no delivery alarm. The customer reported that the insulin pump required rewinding more than once and was slower. The customer reported that the insulin pump had low battery and low reservoir alarms. The customer reported that he buttons were hard to push, sticky and sometimes unresponsive. The insulin pump will be returned for analysis.